Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that vitrectomy probe did not cut during retinal detachment procedure for vitrectomy surgery. The surgery was completed after replacing the probe with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.4., d.9., h.3., h.6. And h.11. Three opened probes were received, with tip protectors, for the report of probe. Sample 1: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, in the port, on the tip of the needled and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at the cutting edge and several other locations along the inner cutter. Orange/brown foreign material observed on the port face of the inner cutter. Sample 2: the sample was visually inspected and found to be nonconforming with the probe needle slightly bent and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. Sample 3: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned probe samples 2 and 3 were found to be functionally conforming, therefore reported event was not confirmed on returned probe sample 2 and 3 and a root cause cannot be determined for the complaint as described by the customer. The complaint evaluation confirms the reported event for returned probe sample 1. The most likely cause of returned probe sample 1 is the observed gouge marks on the cutting edge of the inner cutter of the probe. The root cause for the cutting edge gouges as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. The reported event was not confirmed on returned probe samples 2 and 3, it appears that the issue observed on returned probe sample 1 was due to excessive use of the probe by the user; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.